Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated from the syringe. The following information was provided by the initial reporter: material no. 328438 batch. No. 0125308. It was reported that needle hub separated from syringe.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 11/18/2020. Investigation: a complaint history check was performed and this is the 5th related complaint for needle hub separates on lot # 0125308. Customer returned one (1) loose 0.3ml bd insulin syringe. Consumer reported that the needle hub separated and stayed inside of the shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 0125308. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for out of spec shield pull. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated from the syringe. The following information was provided by the initial reporter: material no. 328438 batch no. 0125308. It was reported that needle hub separated from syringe.